Event description:
It was reported via medwatch "patient received an ultrasound guided midline IV catheter to undergo a nuclear medicine stress test. IV was placed in the right basilic vein without complication. Blood return without coaxing was observed. Radioactive tracer and saline flush was completed. Upon completion of the procedure, the catheter was advanced out without resistance; however, only 1 cm of tubing was removed. The other 9cm of catheter tubing had served off inside the patient's vein. Subsequent imaging identified that a 6.5cm catheter fragment had migrated within the right descending pulmonary artery extending into a segmental branch of the right lower lobe pulmonary artery."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1503 showed one other similar product complaint(s) from this lot number.